Event description:
Boston scientific crm received and reported the following info: "this left ventricular (lv) lead was unable to gain capture at maximum outputs in the lv. Therefore, this lead was replaced with a competitor's product."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt's condition.